Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. No additional information was provided. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. The customer's blood glucose was 90-160 mg/dl.